Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose this morning was 587 mg/dl and current blood glucose is 214 mg/dl. The customer declined troubleshooting on insulin pump for high blood glucose. The customer reported past event, that they received no delivery alarms and alarm did not occur during manual prime. The insulin pump passed the self test and drive support cap was recessed. The insulin pump will be returned and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Device received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.